Manufacturer narrative:
Vyaire medical complaint number: (B)(4). Results of investigation: vyaire medical was able to duplicate the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and known good patient circuit connected. The ventilator alarmed ¿disc/sense¿ following power on, and no breaths were being delivered. Bench testing revealed the turbine assembly had seized to spin. Visual inspection revealed an unknown contaminant was creating the turbine assembly to seize. Vyaire medical replaced the turbine to address the customer's reported issue.

Event description:
It was reported to vyaire medical that the unit was alarming "disc sense" and would not cycle. The ventilator was not in use on a patient at the time of this reported event, the customer stated that this is the patient's back up ventilator and it is mostly inside of the van, so it probably got bumped around.